Manufacturer narrative:
The technician found the top of the caster stems were broken preventing the casters from holding in brake. The technician replaced the brake and brake/steer casters to repair the stretcher.

Event description:
Information received indicates the brake does not hold at the foot end of the stretcher.